Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient mentioned that they are getting a message saying that one of their settings cannot be used due to a wire issue or an out of place wire. The patient said that the representative (rep) told them that one of the wires might have been out of place and they had to redo the settings back when they last saw and worked with a rep. The patient requested that a rep assist with redoing their settings. When asked for an event date; patient noted that the issue started in november and then again in august. Agent sent an email to the field. Additional information was received from a manufacturer representative (rep). The rep reported high impedance on contacts zero, two, four, six, and seven. The patient programmed around those contacts. No further intervention was needed.